Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty power supply. . A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the processor was not switching on due to faulty power supply. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had not switch on. This issue was found during service / maintenance. There were no reports of patient involvement.